Event description:
It was reported to philips that the device was sent for bench repair. There was no report of patient involvement.

Manufacturer narrative:
It was reported that the device was sent for bench repair. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the restored power pca and mrx kit display, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.